Event description:
Customer's parent reported that customer's insulin pump fell out of the car and it was crushed. Customer's blood glucose is 119 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device received with broken off end cap, cracked reservoir tube lip, cracked reservoir tube, cracked case, missing display window, and bleeding and cracked lcd glass. (B)(4).